Manufacturer narrative:
As reported, the physician used 6f-12f mynx control venous vascular closure device (vcd) and experienced bleeding after proper deployment. There was no reported injury to the patient. Additional information was requested; however, the information was not obtained after multiple attempts. The device will not be returned for evaluation. The reported event of ¿sealant-inability to achieve hemostasis¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure of a vein is a common procedural complication and are frequently related to stick technique, anticoagulation, adequate sheath removal technique, and proper placement of the sealant at the venotomy. According to the mynx control venous instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the device with the procedural sheath from the patient and to continue to apply fingertip compression for up to 1 minute or as needed. The user is then instructed to apply a sterile dressing once hemostasis is achieved. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the physician used mynx control venous closure device and experienced bleeding after proper deployment. There was no reported injury to the patient. The device will not be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the physician used mynx control venous closure device and experienced bleeding after proper deployment. There was no reported injury to the patient. The device will not be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.